Event description:
It was reported that an output anomaly was displayed on the stored electrograms and high voltage charging may have accelerated the pt to unstable ventricular fibrillation. The device was unable to convert the pt's arrhythmia and the pt expired. High voltage lead impedance was also reported to be high. The device and lead will not be returned for analysis.